Event description:
It was learned through implant patient registry that an unknown aortic valve was explanted after an unknown implant duration due to unknown reason. The explanted valve was replaced with a 19mm 8300ab aortic valve. The patient is in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and later through medical records that a a 19mm 8300ab intuity elite aortic valve was implanted to replace a 21mm non-edwards valve after an implant duration of approximately 6 years due to leaflets calcification. The patient is in recovery post procedure.

Manufacturer narrative:
Through investigation, it was identified this event does not meet the definition of a complaint involving an edwards device. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance of an edwards device. Additionally, the information received does not reasonably suggest the use, misuse, or malfunction of an edwards device caused or contributed to a patient or user injury, deterioration in state of heath, or death. The event is being classified as a non-complaint. H11: corrected data based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.